Event description:
Within four hours after implant of orbera gastric balloon had excruciating pain, vomiting, unable to keep liquids down. Pain level was 30/10. Escalating pain in upper left quadrant. (B)(6) 2017 - I went to (B)(6), in order to have the orbera intragastric balloon removed as I was in excruciating pain, could not tolerate fluids, nausea, vomiting. I was told to go to this specific hospital by (B)(6), one of the rns in the study. I arrived at the ER and they wanted me to drink 8 oz of dye. They did not understand that I cannot drink that much with the device; it is sips and very little at a time. I was throwing up everything that I was drinking. Presented to hospital with new onset severe abdominal pain following recent surgery; 5 episodes of vomiting per day since monday.

Event description:
Add'l info received from reporter on (B)(6) 2018 for mw5078262. Went to (B)(6) hospital to have device removed by dr (B)(6). Was told by (B)(6) rn for dr (B)(6) to go to the ER. Pain level 10/10 pain lower upper quadrant radiates to back. Same pain since the procedure on (B)(6) 2017. No relief in 28 days that balloon was in. Per the info consent, nausea, vomiting and pain should only last 1 wk. Balloon was removed and showed egd showing reflux esophagitis. Diagnosed on discharge with acute kidney injury, balloon was hyperinflated. Orbera gastric balloon with hyperinflation and no gastric outlet obstruction, successfully removed; reflux esophagitis to 30cm and esophageal ulcer at gej, likely source of pt's symptoms; unremarkable gastric and duodenal mucosa; balloon hyperinflation.